Manufacturer narrative:
The device was returned in two pieces and was torn across the optic and the haptic was slightly bent. The device history record (DHR) review, did not find any anomalies or non-conformities related to the reported event. Investigation of this event is in progress and a follow-up report will be submitted upon completion of investigation.

Event description:
It was reported that during iol implantation the capsule bag broke. The lens was removed and a vitrectomy was performed. A back up lens of a different model was implanted. The reported outcome of the patient is good.

Manufacturer narrative:
The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on all available information, no root cause could be determined.